Manufacturer narrative:
Testing and investigation noted that the device door roller and door roller pin were broken. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller and door roller pin were broken. No event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device in clinical use. No additional information was provided.